Event description:
It was reported via a media article that a vns patient patient's first vns worked well for her for many years however, in the past fall, the patient began having more seizures and couldn't tolerate the higher levels needed to control the seizures. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative provided that the increase in seizures was not greater than the patient¿s pre-vns baseline the seizures were described as being noticeable only after the previous device had been replaced by the difference observed with the new device. They were not sure if it was due to the replacement of the battery or the fact that the autodetection feature of the new device was causing there to be fewer seizures than with the previous device. The seizures were not believed to be caused by the vns in the opinion of the neurologist, or the patient and caregiver.